Event description:
The alaris pump was infusing a 23 hour bag of fluorouracil that was hung at 14:32. It did not finish until 15:47 the next day. The bag should have finished at approximately 13:30 that day. No identifying information is available regarding this pump.